Manufacturer narrative:
Final analysis found that both coils were cut/damaged and the proximal insulation was stressed at 28 cm. Dry body fluid was noted in both coils.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes apparent le ad fracture.